Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised due to dislocation and disassociation. The poly liner disassociated from the metal liner, the metal head dislocated from the poly insert. The metal liner was reported well-fixed in the shell. Patient was revised to a constrained insert, a 28 +5 lfit head, and includes the addition of 2 screws.